Event description:
While the surgeon was performing the surgery, the davinci cadiere forcep jaw was broken. The broken forcep then removed and replaced with a new cadiere forcep. No patient injury. FDA safety report ID# (B)(4).